Event description:
A customer contacted beckman coulter regarding an erroneusly elevated troponin 9accu tnl) result from a single patient sample that was generated by the synchron lx I 725 instrument. An initial accu tnl result was 0.95ng/ml the accu tnl result was reported out of the lab the patient was admitted to ICU for observation on the next day, the patient was drawn twice (time was not provided) and tested to accu tnl. The accu tnl results were: 0.02ng/ml and 0.03ng/ml. Thephysician then questioned the initial result. The customer re-tested the patient initial sample for accu tnl; the result was 0.02ng/ml. A corrected report has been issued. Although the patient was admitted to the hospital for observation, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.